Manufacturer narrative:
The device was manufactured between: 30nov2016 and 01dec2016. The device was received for evaluation with attached drug vial and solution bag. There was evidence that the vial-mate device was not docked per the product usage direction, as the vial gripper (white component) is offset on the vial. During visual examination, grey particulate matter was observed floating in the solution bag. Fourier transform infrared spectroscopy identified the material as from the vial stopper. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate adapter. The reporter stated that the adapter caused coring of a non-baxter vancomycin 1 gm. The problem was detected in the cath lab after adding the drug (baxter 5% dextrose ) to a viaflex plastic container. The reporter stated that they observed a black particle in the finished bag, the same color as the non-baxter stopper. There was no patient involvement. No additional information is available.